Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was set to "sixty" but is seeing readings in the "forties and fifties." The ipg remains in use. No patient complications have been reported as a result of this event.